Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:during a review of the pump¿s history, there were multiple call service alarms observed. The alarms observed were consistent with sleep alarms that cause the display screen to be blank for several minutes. During testing, the display screen was fully functional. The pump was able to prime, rewind, and load properly. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or warnings. The pump cover was opened and defect was found to the display screen or internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had gone blank after attempting to clear a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.